Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is scheduled for an ipg replacement. The reason was not given.

Event description:
It was reported that the patient did not charge the ipg and it became inoperable. The ipg was explanted and replaced on (B)(6) 2019. Therapy has been restored post operatively.